Event description:
During follow-up, noise leading to oversensing was observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. The device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.